Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed a premature recommended replacement time (rrt) alert was triggered on (B)(6) 2015 without corresponding battery depletion. The daily battery trend data showed a gradual rise/varying battery impedance. (B)(4).

Event description:
It was reported that the patient's implantable cardiac monitor (icm) reached early recommended replacement time (rrt). No intervention was completed. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.